Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 120 units of insulin. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the infusion set was changed to address the issue. Customer¿s blood glucose level was 227 mg/dl.